Manufacturer narrative:
(B)(4). G2: foreign: germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when changing the rasp (cls), the retaining pin on the rasp handle was broken; no pieces of the instrument fell into the patient. The surgery was continued with other instruments. There is no reported harm or injury to the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d9, g3; h2; h3; h6; h8. The instrument was returned for investigation. The event can be confirmed as the pin of the rasp handle is fractured. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. It can be assumed that the fracture is due to wear and tear due to repeated usage on the field (product manufactured in 2006). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information at this time.